Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: it was reported a needle had a dent and hole in it. To aid in the investigation, two photos were provided for evaluation by our quality team. The photos show a needle assembly with no packaging blister, or plastic shield, and a damaged needle. No other defects or imperfections were observed. This defect could occur if there was a jam during the assembly process. As the lot provided is 'unknown,' a device history record review could not be completed. Verification of the assembly process was performed. The flow of product was good; no jams were observed. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd precisionglide needle was damaged and leaked. The following information was provided by the initial reporter: 16g precision glide needle with hole and dent in needle. During compounding sterile water leaked out of needle due to damage.